Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking. The following information was received by the initial reporter with the following verbatim: product complaint/challenge in the nicu: bd maxzero (mfg #: mz9270/wd 1012237) has reported incidents of leaking, to the point where the teams in nicu are starting to keep packages and provide lot numbers to their leadership.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking on mz9270 sets are returned one opened set and one unopened set, both of lot 22119145. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, and on the filter tubing, a leak was noticed from the outlet of the filter. The complaint of leakage was verified. The filter and tubing were separated to see the solvent on the tubing, and under a microscope, the solvent appeared to be insufficient. The unopened set had no observed failures or issues when primed. After further investigation at the manufacturing location, the potential root cause for leakage between tubing and filter could be related to opportunities with the solvent dispenser machine and partial solvent application between components by the assembler. A quality alert was issued 06sep2023 to communicate correct application of solvent to involved personnel. On 23aug2023, an action was approved to replace the mdgn solvent dispenser. A device history record review for material# mz9270 and lot# 22119145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.